Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that wire entrapment occurred. A direxion fathom-16 system was selected for use. During the procedure, it was noted that the wire could not be removed from the catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion micro-catheter with a guidewire stuck in the device. The hub, shaft and tip were microscopically examined. The device showed no evidence of damage throughout the catheter length. The device was soaked for a period of 48 hours in a 37c bath to see if the guidewire could be removed; however, after soaking the device the guidewire was still unable to be removed. The guidewire was not sticking out of the distal end. The guidewire was sticking out of the hub end approximately 129cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire entrapment occurred. A direxion fathom-16 system was selected for use. During the procedure, it was noted that the wire could not be removed from the catheter. The procedure was completed with a different device. No patient complications were reported.